Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, runthrough; guide cath: launcher 6f ebu3.5; stent: xience 3.0x15mm. Nc tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Although this device is not commercially available for sale in the u.s., it is similar to a device currently marketed for sale in the u.s. (B)(4). It is indicated that the device is not returning for evaluation; therefore ,a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the nc tenku, coronary dilatation catheters instruction for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the proximal left circumflex artery that had moderate tortuosity, moderate calcification and was 90% stenosed. The device was prepared for use inside of the patient anatomy. Reportedly, the device was soaked prior to use; however, not enough. The 3.0 x 15 mm nc tenku was first used to predilate a lesion located in the left obtuse marginal artery, where a xience stent was successfully implanted. Predilatation was performed again, with the same nc tenku in the proximal to distal left circumflex artery. Resistance was felt during advancement, possibly due to the deployed stent; however the balloon catheter was successfully placed and during the second inflation the balloon ruptured at 8 atmospheres for 20 seconds. A non abbott stent was placed, followed by kissing balloon technique (kbt), and the procedure was successfully completed. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.